Manufacturer narrative:
The device was manufactured in 10/2010 and is not under a service contract; the hospital performs maintenance and repair measures on own behalf and responsibility. Dräger was contacting the user facility to obtain further information. It was disclosed that the device is back in use after exchange of the internal battery which was overaged. The old battery was scrapped already. The most likely explanation for the event is the following: the device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. If a particular test instance fails due to an outdated or depleted battery this may trigger a reboot of the entire device. During a reboot sequence the airway pressure will be released to ambient and the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and the device resumes ventilation with previous settings. The internal battery has to be replaced after two years of use. The user facility admitted that replacement of the battery was already overdue; lack of maintenance is thus a likely contributing factor in the event. The battery status is being displayed continuously. The user is advised to perform a battery test during the daily pre-use check - disconnect mains and observe either the continuation of operation or a battery fail alarm. This test is able to detect an overaged battery. Other explanations for the event may be applicable as well but dräger is unable to perform a case-specific evaluation due to not having access to both device and replaced part.

Event description:
It was reported that the device rebooted itself during use. The patient was immediately connected to another ventilator; no patient consequences have reportedly occurred.